Event description:
It was reported that the fenestrated bipolar forceps instrument had a frayed cable. No other information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed, and the reported event was not replicated or confirmed. Visual inspection found none of the cables on the distal end to be frayed. An observation not reported by the site was identified. The instrument was found to have a broken grip at the grip base. A piece approximately 0.196" x 0.550" was found to be broken off. The broken piece was not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.